Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although a specific cause could not be determined, a potential root cause for this event could be high modulus latex. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." "Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." "Visually inspect the product for any imperfections or surface deterioration prior to use." "30cc balloon: use 35ml sterile water". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the balloon burst. The catheter fell off after insertion to the patient. Upon checking the catheter, the balloon was found burst. The event occurred after 5 hours of placement to the patient. No materials possibly came in contact with the catheter. There was no patient urine stone, and the catheter was not pulled by hand.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon burst. The catheter fell off after insertion to the patient. Upon checking the catheter, the balloon was found burst. The event occurred after 5 hours of placement to the patient. No materials possibly came in contact with the catheter. There was no patient urine stone, and the catheter was not pulled by hand.